Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The pump was received with a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of button errors on their insulin pump and unresponsive screen. The customer's blood glucose at the time was 73mg/dl. The customer states the entire keypad is unresponsive. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.